Event description:
This report summarizes malfunction reports of preloaded intraocular lenses (iol) delivery system damaging another device. The reported patients age were unknown. There were 7 patients with unknown gender.

Manufacturer narrative:
Seven samples were not returned. There was one case with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221) and a conclusion code of cause not established (4315). There were six cases with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Seven samples were not returned. There were six cases with a method code of analysis of production records (3331). There were six cases with a method code of device not returned (4114). There was one case with a method code of type of investigation not yet determined (4118). There were six cases with a result code of no findings available (3221). There was one case with result code of results pending completion of investigation (3233). There were six cases with a conclusion code of cause not established (4315). There was one case with a conclusion code of a conclusion code of conclusion not yet available (11). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).